Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A fibre optic catheter cable failed to read the intracranial temperature. There was no patient involvement with this complaint.